Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a meniscus suture surgery the tip of the needle broke and was stuck inside the scorpion. The tip of the needle could not be removed from the scorpion. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device from another company (fast pass smith & nephew). It was not necessary to do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-12990, serial/batch number (B)(6), was received for investigation. Functional testing found that the needle cannot be fully inserted and gets stuck inside the shaft of the device. Visual inspection noted no problems with the device's exterior. However, an additional piece of the needle fragment could be seen in the slot of the lower jaw but was unable to be removed. The most likely cause for the reported failure can be attributed to user error. While it is possible this did not occur during the reported case, the needle fragment must have been introduced at some point prior to this case, potentially as a result of any one of the following recommendations not being followed. To prevent recurrence of this incident and avoid needle breakage, per dfu-0392, "do not re-sterilize or reuse the scorpion suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid "dry" repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function."